Event description:
Plaintiff was employed as a licenced practical nurse who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering the following symptoms: hand dermatits, hives, wheezing, runny eyes, rhinorrhea, shortness of breath and other various respiratory problems. Plaintiff alleges developing a latex allergy.